Event description:
The customer called and stated that they were trying to fill their reservoir when anomaly occurred. The customer stated that the reservoir was soft and no insulin was going into the reservoir. The customer stated that they had to fill reservoir twice, but had no success. The customer used a different reservoir and it worked fine.